Event description:
The customer called for help with his contour system.he alleged that he had received blood glucose readings that were higher than usual.he performed control tests during the call and received a result of 190 mg/dl.the normal control range was 103-142 mg/dl.no adverse events were alleged.the test strips were returned for evaluation.replacement test strips and a new meter were sent to the customer.